Manufacturer narrative:
(B) (4). The ge service rep performed a sbc upgrade on the unit. He replaced the image proc, display adapter, xray control board, and lemo receptacle. The unit is operating as intended.

Event description:
The customer reported that the left monitor intermittently goes black. No pt injury was reported.